Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. To preclude injury or illness, that would necessitate medical or surgical intervention, to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reported events with similar files. The device is available for evaluation, though has not been returned as of this report.

Event description:
A file separated. Further information has been requested, though outcome of the event is not known as of this report.